Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation, a message was revealed to check the right ventricular (rv) lead. Impedance, sensing and threshold measurements were all within normal limits. A review of the trended data identified a pacing impedance measurement greater than 2500 ohms. A revision procedure was performed and a new pace/sense lead was implanted. No additional adverse patient effects were reported.